Event description:
It was reported by service report that the side rails are not working electronically. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Main pcb.